Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the nine most proximal stent rows were damaged and stretched so that the proximal end of the stent is now located at 3 mm proximal to the proximal end of the proximal markerband. This type of damage is consistent with the stent encountering resistance during advancement. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at 513 mm from the hub. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-jan-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 36x3.50mm, eccentric target lesion was located in the mildly tortuous left anterior descending (lad) artery. Following pre-dilatation with a 3.00x9mm balloon catheter, a 3.50x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. A buddy wire was then attempted to track the stent down but was unsuccessful. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.